Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from (B)(6) stating that the "cutter could not be inserted" into the device. The device was not being used during surgery. It is unknown if injuries or medical intervention occurred. There was no add'l info provided.